Event description:
It was reported that the patient experienced pocket pain at the implantable pulse generator (ipg) pocket site due to superficial ipg placement. There was no report of patient harm or injury. The patient underwent revision surgery, and the physician repositioned the ipg to a more comfortable position and implanted it more deeply. The procedure was successful without complication. The device remains implanted and functional. There were no allegations regarding the device's functionality. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4)